Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 83% stenosed, 3.5mmx14mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified left circumflex artery. After a non-bsc guidewire and a non-bsc guide catheter were advanced, a pre-dilation was performed with a 3.5x15 emerge balloon catheter resulting to 33% residual stenosis. A 20 x 3.50mm rebel stent was then advanced for treatment. However, the device failed to cross the lesion and upon removal, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.